Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: the surgeon fired two staplers that did not work correctly. The first one had a staple that was malformed and stuck. When he opened the stapler, it tore the left ventricular. He fired again, but he said it did not feel right. It tore the left ventricular. The surgeon over sewed to rectify the problem. There was no extra blood loss.